Event description:
Subsequent to initial report. The second clip was implanted. It was decided to place the patient on extracorporeal membrane oxygenation (ECMO) due to the pre-existing condition and to prepare the patient for surgery. The patient did not have clinical signs or symptoms. The patient was stable. On (B)(6) 2024, mitral valve repair was performed. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All information was investigated and based on the images/cine review, the information provided by the account and without the device to analyze, a cause for the reported unintended movement (clip opening while establishing final arm angle) and single gripper actuation issue (difficult to open or close) could not be determined. Image resolution poor was related to patient and procedural conditions as imaging was reported to be challenging due to the anatomy. Mitral valve insufficiency/regurgitation was due to procedural conditions associated with the clip opening during efaa. Mitral regurgitation is a known possible complication associated with mitraclip procedures. Unexpected medical intervention, surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.the imaging provided by the account were further reviewed by an abbott senior staff clinical engineer. The reviewer noted that ¿two (2) fluoroscopic videos were provided. Both videos capture a similar view and were taken post deployment of the second clip (incident device, lot 31204a1090). In the videos, two deployed clips can be visualized and both clips present with atypical, increased movement. One clip appears to be in the fully closed position (~10° - 20°) and is the first implanted clip reported for slda (cn-241100). The second clip (incident device) appears to have an arm angle of ~45° - 50°; this is an estimation based on visual assessment with the unaided eye and is not confirmed. However, the observed arm angle of ~45° - 50° is consistent with the reported post deployment angle observed during the procedure. No pre-deployment cine of the second clip (incident device) was provided; as such, no assessment or comment can be made regarding the pre-deployment state of the clip (clip arm angle prior to dc detachment). While a clip arm angle change during / post deployment cannot be confirmed via cine, the notably large post deployment arm angle of ~45° - 50° is indicative of a cowl event. As the videos provided were taken post deployment of the second clip, the reported gripper actuation issue and failed efaa check (post lock line removal) cannot be confirmed. There are no other observations based on the videos provided.¿

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a patient presented with grade 4 degenerative mitral regurgitation, thickened leaflets, and a papillary muscle rupture which caused a flail for a mitraclip procedure. The patient presented as an in-patient and had been in cardiac shock for over a week, was on a balloon pump, and was tachycardic. It was noted that imaging was challenging due to the anatomy. During the procedure the first xtw clip was placed lateral to a2p2 and after deployment the clip detached off the posterior leaflet. A single leaflet device attachment (slda) occurred. A second xtw was placed on the medial to first clip, central to a2p2. While grasping, the anterior gripper was not coming down and was not functioning. The grippers were cycled and the clip was locked and unlocked. The gripper was functioning. The device was moved on to deployment. There was good mr reduction and the first clip was stabilized. As the first lock test performed, the clip opened slightly at 5 degrees. After removing the lock line during deployment efaa, the clip opened up to 50 degrees. The mr returned. It was decided to transfer the patient to surgery. The patient did not present with any clinical signs or symptoms. The patient was stable.